Event description:
Case description: since last submission of the case the following has been updated: manufacturer's final comment. Manufacturer's final comment: on 02-dec-2016 since no faults were found on the returned novopen echo and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4).

Event description:
Event verbatim [preferred term]. Hyperglycaemia [hyperglycaemia]. Novopen echo did not deliver correctly [device issue]. Case description: this serious spontaneous case from spain was reported by a consumer as "hyperglycaemia" beginning on (B)(6) 2016, "novopen echo did not deliver correctly" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". (B)(6). Medical history was not provided. Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml, levemir flexpen (insulin detemir) solution for injection, .0024 mol/l on (B)(6) 2016 the patient presented with hyperglycaemia (blood glucose values of 400, units not reported) due to the novopen echo did not deliver correctly. It was also observed that the volume of novorapid of the penfill was very small when the penfill was purged. The patient was brought to the emergency services where treatment with a dose of novorapid was provided and subsequently the patient recovered. The patient was not hospitalised. Usual dose of novorapid was 1 to 3 u 20 minutes before meals and an additional dose at night (23 h) if necessary. He received the new pen and he did not presented with new adverse events. It was confirmed that the new pen was primed easily. There were no changes in the treatment and doses. A planned visit with the endocrinologist is pending. Sample returned for investigation. No further information is expected. Action taken to suspected device was not reported. On (B)(6) 2016 the outcome for the event "hyperglycaemia" was recovered. The outcome for the event "novopen echo did not deliver correctly" was not reported. Investigational result: name: novopen echo, batch number: evg3011-4, a batch trend report has been created. Nothing abnormal was found. The electronic register was checked. No remarks. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing, it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination and test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novorapid penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Evaluation summary: name: novopen® echo®, batch number: evg3011-4, (B)(4). A visual examination of the returned product was performed. A batch trend report has been created. Nothing abnormal was found. (B)(4): the electronic register was checked. No remarks. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination and test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novorapid® penfill®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: levemir® 100 u/ml solución inyectable en pluma precargada (flexpen®), batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category.